Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient has multiple comorbidities and has developed some type of infection. Device was peeking through skin on chest. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.